Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors.

Event description:
It was learned via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted five (5) years and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 11060a 27mm konect resilia aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry and through investigation a 3300tfx 27mm bioprosthetic aortic valve, implanted five (5) years and four (4) months, was explanted due to aortic root and ascending aneurysm, and prosthetic valve dysfunction caused by thrombus. The valve was replaced with a 11060a aortic valved conduit. Per medical records, the patient presented with slight dizziness with exercise, work up revealed ascending and aortic root aneurysm. He underwent a bio-bentall procedure with redo avr and ascending aortic repair. Intraoperative findings revealed thrombus on the aortic valve. The device was replaced with a 11060a avc. The patient tolerated the procedure well with no complications and transferred to the ICU. Post-operatively he developed new onset atrial fibrillation with rvr which converted to nsr after amiodarone infusion. Post-op echo and cta showed no findings of anastomotic stenosis, infection or leak for the avc. On pod # 7, the patient discharged home with eliquis and aspirin 81mg qd. Hospital pathology report confirmed bioprosthetic valve with thrombus.